Event description:
Ever since device was placed, reporter is menstrual cycle was increased dramatically from 4 days to 14 days. Reporter experiences pelvic pressure and fatigue. Doctor says she will have to pay out-of-pocket in order to have. The devices removed and a search on the internet showed that could be from (B)(6). And reporter does not want a hysterectomy in order to have them removed. Inserts placed 3-4 years after her daughter was born.